Manufacturer narrative:
(B)4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that was experiencing sensor calibration errors. Customer's blood glucose was 68 mg/dl at the time of the call. Customer states that she received 2 calibration not accepted blood glucose 73 mg/dl and 68 mg/dl. The event occur on (B)(6) 218, customer treated low blood glucose with food. Customer declined low blood glucose troubleshooting. Frn model unknown reservoir.